Manufacturer narrative:
Patient information not provided due to (B)(6) patient privacy regulations. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. The suspect suction has not been received by manufacturer for evaluation as the site discarded the instrument.

Event description:
A medtronic representative reported that during a functional endoscopic sinus surgery (fess) the straight suction was unable to be recognized by navigation system. Site suspected that the suction tip might have been shaved by a drill. The procedure was completed with the use of navigation. There was no delay to procedure. No impact on patient outcome.